Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker was explanted due to unknown reasons after approximately more than one year of being implanted. It was not replaced and no additional adverse patient effects were reported. This pacemaker was returned for analysis.

Event description:
It was reported, that this pacemaker was explanted, due to unknown reasons. After approximately more than one year of being implanted. It was not replaced. And no additional adverse patient effects were reported.